Manufacturer narrative:
The device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that after charging the personal diabetes manager (pdm) overnight it became extremely hot and ¿almost¿ burned the patients¿ fingers. The patient unplugged the device and allowed it to cool down. After the device had cooled the customer observed the screen to be cracked. The device remained functional with the cracked screen.